Event description:
The account alleged that the bed exit alarm would not sound. No patient impact.

Manufacturer narrative:
The technician found the external alarm was disconnected. The technician reconnected the external alarm buzzer to resolve the issue.